Manufacturer narrative:
(B)(4).

Event description:
While screwing the first anchor it broke into pieces. The second anchor was deployed and broke into pieces while sliding the suture. It is unknown if there were any delays or a backup device available. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - two 4.75mm healicoil rg sa anchor systems were returned for evaluation. Visual assessment of sample (a) could not confirm the reported anchor breakage as the anchor was not returned for evaluation. The inserter tines are slightly bent. The suture was returned and half the length of the co-braid suture is missing. Visual assessment of sample (b) could confirm the reported anchor breakage as the anchor is missing however the suture remains within the inserter. Examination of the suture showed no abnormalities. With the limited clinical details provided regarding patient bone quality, site preparation and lack of anchors, a root cause cannot be determined. No root cause related to the manufacturing process can be established. Further investigation is not warranted. Credit has been issued as a customer courtesy.